Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00187 on 16-jul-2021. Siemens filed the first supplemental MDR 2432235-2021-00187_s1 on 18-aug-2021. Additional information (02-sep-2021): siemens reviewed the information provided and services performed by the siemens customer service engineer (cse). Siemens identified and resolved issues with the reagent probe dispense and the secondary vacuum with routine troubleshooting and concluded that the cause of falsely elevated enhanced estradiol (ee2) results on four patient samples is unknown. The customer monitored quality control performance post-service and informed siemens that the performance of the atellica im 1600 analyzer was acceptable. The customer noted no further issues. The analyzer and ee2 assay are performing as expected. No further evaluation of the device was required. Siemens updated section h6 to include new codes for the type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00187 on 16-jul-2021. Correction (22-jul-2021): the customer provided additional information, and siemens corrected the following sections: b3 (date of event), b6 (relevant tests/laboratory data, including dates), and d8 (was this device serviced by a third party?). Siemens is investigating the event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that quality control (qc) was high for the enhanced estradiol (ee2) assay. The customer decided to stop routine testing and performed repeat testing for the ee2 tests and observed differences in results between this analyzer and an alternate atellica im analyzer. Siemens is analyzing available log files, calibration, and performance of qc. Siemens is investigating the event.

Event description:
The customer observed discordant, falsely elevated enhanced estradiol (ee2) results on four patient samples on the atellica im 1600 analyzer with serial number (B)(4). The customer did not report the discordant results to the physician(s). The customer used the same samples to perform repeat testing on an alternate atellica analyzer onsite and observed lower results. The customer stated that repeat results were correct based on acceptable quality control (qc) results of the alternate analyzer. The customer reported the correct results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated ee2 results.